Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was experiencing pain at his scs ipg site due to the location and the patient being very thin. Surgical intervention took place on (B)(6) 2015, at which time, the patient's physician elected to replace the patient's ipg with a different model.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the patient's issue has reportedly resolved postoperatively.